Event description:
The following information was obtained from a distributor regarding two events that occurred at a clinic in. "Patient #1 was used polysulfone f10 more than two years. Nephrologist changed prescription to polyflux 17s. Patient # 2 used asahi ee 20, more than two years. Nephrologist changed prescription to polyflux 17s. Both patients were treated with polyflux 17s on fresenius 4008b dialysis machine blood flow about 250-300 ml/min and dialysate flow 800 ml/min. The symptomatic of these two patients are vomited, chest tight, and blood pressure drop, diarrhea after started treatment 15 minutes. Doctor gave allergy medication (ivadenarinde) both patients are not recovered from symptoms. Both patients had to change back to original dialyzer and they completed treatment with problems. These cases were reported by gambro distributor and patient's nephrologist. There is no dialysate filter on f4008b dialysis machine (dialysate filter was expensive for the clinic and they are often exhausted). I never heard about these symptoms of using polyflux like this before."